Manufacturer narrative:
UDI #: (B)(4). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that two patients had experienced torn flaps on the right eye (od). The surgery center indicated the flap was lifted and the procedure was completed but the flap was torn. The patient's best corrected visual acuity (bcva) at one day post of exam was 20/70 (ou) for both eyes. A bandage contact lens was placed. This is two of two reports.